Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and confirmed that the network port was communicating. A field service engineer (fse) changed the network configuration from static to dynamic host configuration protocol. Verified that data synchronization was updated, the user was able to log in, and patient information was successfully updated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. Hospital it confirmed that the network port was functional; however, the device remained offline in critical override. As a result, nursing staff were unable to remove medications for patients coming out of surgery. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.